Manufacturer narrative:
The surgeon advised the facility kept the removed implants and will not return them for evaluation; therefore, the product identity could not be confirmed. As three sternalock 360 sets were used, the complaint is considered confirmed. The surgeon reported that the majority of the sternal body aligned nicely and it was only the upper most part that didn't align well. The surgeon stated, "this was not due to any device malfunction, but rather a suboptimal positioning of the superior box plate on my behalf which I optimized on the third go." He states that the patient had a bmi of (B)(6) which suggests that the patient's anatomy was the contributing factor to the difficulty in aligning the sternal halves. The most-likely cause for the complaint was determined to be patient condition. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. There are no indications of manufacturing defects. This report is late as it was part of a retrospective review based on enhancements made to our reporting policies.

Event description:
A surgeon reported having to use three sternalock 360 "sets" for a patient due to improper alignment of the sternal halves at the superior border of the manubrium at the time of sternal closure. It was only the uppermost part of the manubrium that didn't align very well. The rest of the sternal body aligned nicely. The surgeon had to redo the procedure twice to get it perfect based on his preference. The surgeon assures this event was not due to any device malfunction, but rather a suboptimal positioning of the superior box plate on his behalf which he optimized on the third attempt. By moving the upper box plate a little bit more superior on the manubrium, the manubrium aligned easily. The surgeon used tensioners. This event caused a delay of less than thirty minutes. The patient is reported as doing fine.